Event description:
It was reported that on (B)(6) 2020 during an unknown surgery two (2) screws would not sit on the bone due to the gap between the plate and patient bone. In addition, the splint alignment was not accurate. The surgery was completed successfully without these two (2) screws being implanted. The patient condition was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - screws: cmf/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent for a surgery. During a surgery, it was noticed that was not sitting on the bone and there was a gap between plate and the patient bone. Also, splint alignment was not accurate. The surgery was completed successfully with unknown time of delay. The patient condition was stable. Concomitant device reported: unknown cmf screws (part # unknown, lot # unknown, quantity unknown). His complaint involves three (3) devices. This report is for (1) unk - screws: cmf this is report 2 of 2 .(B)(4).